Manufacturer narrative:
No conclusion code available. Internal insulation abrasion was noted at 51.0-51.2 cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate shock.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an inappropriate shock due to lead noise. The lead noise was reproducible with arm movement. The lead was explanted. The patient was stable before and after the procedure.